Event description:
It was reported that during a rotational atherectomy treatment procedure, withdrawal resistance occurred. The lesion was located within a mildly tortuous and severely calcified proximal to mid left anterior descending artery. During removal of the 1.5mm rotalink plus device, resistance was felt. The physician was able to remove the burr catheter by manually pulling it. The procedure was completed with another rotalink plus unit. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: a tug test was performed to examine the integrity of the connection. A connect/disconnect test was carried out. No issues were noted with the unit handshake connectors. On inspection of the catheter coil it was noted that clear/white material was attached to the coil and burr. An attempt was made to guidewire the plus unit using a control guidewire. Resistance was met in the annulus of the burr. The burr and coil were microscopically examined and the annulus of the burr was misshapen. It was noted on the microscopically examination of the catheter device, that clear thread/material was attached to the distal coil of the catheter. It is probable that on the removal of the device from the patient, the rotating burr came in contact with guide catheter resulting in the guide catheter material attaching to the coil causing resistance on the removal of the device. It is probable that when the rotating burr came in contact with the guide catheter, the rotating burr also came in contact with the guidewire causing annulus damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).